Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator posted error safety valve open. The ventilator was not in use on a pt at the time the malfunction occurred. The customer reported to have resolved the issue and canceled the service call. Covidien was not authorized to service the device.